Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The patient is pacemaker dependent. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The pacemaker was returned for evaluation. The battery voltage was above the elective replacement indicator (eri). Visual inspection did not find any anomaly on the header that is related to the field concern. Electrical, thermal, and mechanical stress tests were performed, the device exhibits normal device functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.